Event description:
This lead was explanted and replaced due to noise. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1 connector pin. All fragments were received for analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular around 15 cm and 7 cm proximal to the lead tip the insulation was found rubbed through which can be considered to be the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant interaction with a nearby lead which might have affected the leads motion. Diagnostic images clarifying this assumption were not available. Furthermore the shock coil was found deformed. This damage most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.